Event description:
Event: fem-fem bypass. Case details: it was reported that the "ancure bifurcated endograft was placed in 1999. The procedure and placement of the endograft went without complication, and the patient had an uneventful postoperative course and was discharged home." The patient "presented approximately three weeks later with the compliant of intermittent claudication of the left leg. A duplex examination revealed a probable occlusion of the left limb of the graft, and/or the left iliac artery, and the patient was taken to surgery the following month where they underwent a right to left femoral to femoral bypass. The exact etiology of the occlusion of the left limb cannot be determined."